Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 510 mg/dl. Customer report they did not allege insulin pump was under delivering. Customer was not using insulin pump system within 48 hours of reported high blood glucose event and diabetic ketoacidosis. Customer did not provide any symptoms regarding to high blood glucose episode and diabetic ketoacidosis. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.